Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of device. Failure event observed during analysis. Final analysis found an insulation abrasion was found in the s curve region breaching one of the ring electrode cable lumens at 79.9 cm to 81.4 cm from the connector pin. (B)(4).

Event description:
This report is to advise of an event observed during analysis.